Manufacturer narrative:
The customer supplied a power point document that exhibited their inspection results that confirmed the presence of cracked and separated bezel bosses on eight pump modules. A few of the pump modules had cracks noted on the body of the bezels in addition to the bosses. All eight listed pump module bezels had the same date code (B)(6) ((B)(6) 2013). Reference the attached (B)(4) results for the investigation result findings. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no report of harm.

Event description:
The customer reported bezel issues and provided photographs of cracked product. There's no report of patient harm.